Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed the fatal error message and the device stuck on bluescreen after reboot. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error had occurred and need to be rebooted multiple times for the station to completely off. A technical support specialist confirmed that the station reached the database size limit and displayed a fatal error, reindexed and reduced the database size to 7.7 gb, observed that the database synchronization service had stopped due to database errors; upon restart, the service initially crashed once before stabilizing, verified that the station was able to upload changes until reaching a no variation in tracking status, and confirmed no database corruption was present, created a backup of the database on the station, dropped the database and repaired the application to rebuild it, then performed a full synchronization to ensure consistency between the server and station. The system functioned as intended after the technical support specialist troubleshot the device.